Event description:
The customer reported no audio from the mx40 which can be seen as a ¿speaker malfunction¿ error message. No adverse patient impact reported as the device was not in use at the time of the reported issue.